Event description:
It was reported that during a routine device replacement procedure it was noted that the right ventricular (rv) lead had suspicion of lead insulation failure. That same evening the patient became symptomatic of a pause and bradycardia and the rv lead had high thresholds. The lead was explanted and replaced. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.